Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. As per the attached service report, the complaint could not be duplicated. However it was found that the camera head had a button issue and the device did not pass quality inspection as per nc21-00003. The findings of the nc were confirmed, and found to be a problem with the device. This device is non-repairable and will be placed into long term hold. Given the information provided, we cannot discern a definitive root cause of the defective button of the camera head and the device failing the quality test. A manufacturing record evaluation was performed for the finished device (serial number : 2002ce1221), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that preoperatively to an ankle reconstruction procedure on (B)(6) 2021, it was observed that the camera head device would not turn on while prepping. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.